Manufacturer narrative:
(B)(4).

Event description:
It was reported that a "pair new transmitter" message occurred. The product was evaluated. An external visual inspection was performed and passed. A voltage test was performed and passed. A bluetooth pairing test was performed and passed. A review of the bin file was performed and the allegation could not be determined. Confirmation of the allegation could not be determined. The probable cause could not be determined. In addition, a transmitter failed error was found in connection with the reported allegation. The reported event of a "pair new transmitter" message is reportable based on the finding of a transmitter failed error. No injury or medical intervention was reported.